Event description:
Related manufacturer reference number: 2017865-2022-22692. It was reported that the patient's pacemaker and right atrial (ra) lead exhibited noise oversensing that cause inappropriate mode switch. The pacemaker was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.